Event description:
Same case as MDR ID: 2134265-2014-01536. It was reported that balloon rupture occurred. The 100% stenosed target lesion being treated was located in the mildly tortuous and moderately calcified below the knee vessel. A 1.5mm x 20mm x 143cm coyote catheter balloon was advanced to the lesion. The balloon was inflated at 10 atmospheres (atms) during the first and second inflation. The balloon ruptured on the third inflation at 10atms. The device was removed from the patient. Another 1.5mm x 20mm x 143cm coyote catheter balloon was used and advanced to the lesion. In an unspecified pressure the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patients status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).